Manufacturer narrative:
The insulin pump passed displacement test, basic occlusion test, prime test, operating currents, self-test and off no power. However, the insulin pump was received with stuck in motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. No failed battery alarm and no blank display noted. The insulin pump was received with minor scratched display window, broken battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump alarm failed battery test. Customer's blood glucose at time of incident was 6.2mmol/l. The customer was explained the alarm and possible causes. Customer was advised to use (B)(6) aaa alkaline battery and stored the batteries at room temperature. The customer reported via phone call indicating that the insulin pump had blank display. Customer's blood glucose at time of incident was 6.2mmol/l. Customer stated that there crack on the pump there is a piece missing. The customer stated the damage was on battery cap. Customer stated that damage occurred because of battery leaked on the edge and it corroded the area. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.